Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer intermittently experienced a "high" blood glucose (bg) level. The cause of the high bg was unknown, and a specific bg value was not provided. A bolus was delivered and a manual insulin injection was administered to address bg level. The customer reverted to an alternate method of insulin therapy.